Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture due to patient condition. It was noted there was no malfunction of the lead. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.